Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with complaints of chest discomfort. Interrogation revealed that the pacemaker exhibited an elective replacement indicator (eri) due to a sudden drop in battery voltage. It was noted that autocapture turned off due to the eri but the device did not transition into high output mode. The device was explanted and replaced. The patient was stable.